Event description:
The customer reported to olympus that the colonovideoscope had a clogged air/water channel. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube exit on the distal end and the probe cover had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the forceps channel port, flexibility adjustment ring, grip, switch box, plug unit, objective lens and the universal cord were scratched; the air/water and suction cylinders had no color; the scope connector cover unit had a dent and the bending tube was deformed. Additional details relating to the patient, the event and device cleaning have been requested, but no response has been received at this time. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed, where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed, from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states, that detection method in cf-h185l/I, operation manual chapter 3 preparation and inspection. IFU states, that preventive measure in cf-h185l/I, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.